Manufacturer narrative:
As per the vista brite tip guiding catheter survey the respondent indicated to have had experienced dissection. The dissection was performed during maneuvers combining wire and guide catheter. The event date is unknown. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿vascular dissection is a well-known and extensively documented potential complication of a percutaneous intervention. The physical manipulation inherent in this type of procedure can disrupt the vessel plaque and intima. According to the instructions for use (IFU), inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the heart vessel damage, dissection or perforation, vasospasm, ischemia, hemorrhage, arrhythmia, reaction to contrast media, death. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As per the vista brite tip guiding catheter survey the respondent indicated to have had experienced dissection. The dissection was performed during maneuvers combining wire and guide catheter. The event date is unknown. The product is not available for analysis. Additional event details were not provided.